Event description:
It was reported that the insulin pump alarmed intermittently. The customer stated that when he received the check blood glucose alarm, sometimes the device would alarm and he would see it on the display screen; however, sometimes the device would not alarm or beep at all, but the same check blood glucose alert would show up on the screen. He stated that he had trouble hearing the beeps. Upon troubleshooting, the insulin pump passed the self test and did vibrate as designed. The customer was advised to monitor the device. The customer did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.